Event description:
A doctor alleged that a patient had experienced a repeated procedure due to the point 4 composite setting too quickly.

Manufacturer narrative:
Patient information with regard to gender, age and weight was not provided. Although the doctor identified two (2) different lots associated with the composite setting too quickly, the doctor could not verify which lot had been used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4891811 and 4790267. The doctor drilled out the composite and repeated the procedure during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a physical evaluation was performed on a retained sample from both lots, yielding results within specifications. In addition, no similar complaints were received with regard to these lots.